Event description:
It was reported that (1) device was used during a laparoscopic living donor nephrectomy. It was reported by the affiliate that the atw35 knife stopped half way when dividing the renal artery. Another device was used to complete the case. There was no consequence to the patient.